Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 500 mg/dl, while wearing the pod between 36 and 48 hours on the leg. Upon removal, it was noticed that the pink slide did not move forward, indicating a failure of the needle mechanism. A manual insulin injection using a pen was administered to treat the hyperglycemia.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed; the pink slide insert was visible through the viewing window of the top housing. No issues were found with the needle mechanism that would result in a needle mechanism failure. No abnormalities were observed with the download data. The device ran a total of 2434 pulses.